Manufacturer narrative:
(B)(4). The customer reported that the complaint device was discarded. However, thirteen unused representative sample devices were returned for evaluation with the same part and lot numbers as the complaint device. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the complaint device product experience could not be determined based on the investigation findings from the tested samples. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there has been no other incident reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although, the customer reported the starclose se device was discarded, six unused sterile representative sample devices with the same part and lot number related to this product experience are returning for evaluation; however, they have not yet been received. The lot number was provided. A review of the device history record and evaluation of the six unused sterile representative sample devices are forthcoming.

Event description:
It was reported that after a diagnostic catherization procedure through a 6f sheath size, arteriotomy closure of the right common femoral artery was attempted using the starclose se device. Reportedly, after clip deployment, bleeding continued. With the starclose se device clip remaining in the vessel, manual arterial compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.